Event description:
On (B)(6) 2013, this patient underwent endovascular repair for a ruptured abdominal aortic aneurysm measuring 72mm in diameter, and was implanted with gore excluder endoprostheses featuring the c3 delivery system. The patient tolerated the procedure. On december 19, 2013, the patient underwent re-intervention for a proximal type I endoleak and two gore aortic extender components were implanted. The patient tolerated the procedure.

Manufacturer narrative:
Results - a review of the manufacturing records for the device verified the lot met all pre-release specifications. The gore excluder endoprosthesis instructions for use (IFU) states, potential adverse events that may occur and/or require intervention include, but are not limited to: endoleak.